Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support about replacing a freestyle libre 3 plus continuous glucose monitor (cgm) sensor and was educated that the freestyle libre 3 sensor was incompatible with the ilet; the user acknowledged the incompatibility and chose to proceed with backup therapy, and was advised to contact their distributor for compatible sensors, indicating a usage issue related to procedure and instructions rather than a device component malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.